Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform lot history review. Based on the information provided and the investigation performed, the root cause of the reported vascular repair may have been failure to comply with physician recommendations for the treatment of a pseudoaneurysm. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Pseudoaneurysm is a known complication of catheterization procedures, regardless of closure device use and can also occur with manual compression.

Event description:
A female patient, described as heavy, underwent diagnostic catheterization in 2008. It was reported that the access site for sheath placement was below the common femoral artery (exact location not reported). It was also reported that during the initial attempt to gain vascular access, the vein was punctured, possibly more than once. The patient was on coumadin at the time of the catheterization; however, the inr level was not reported. At the end of the procedure, a sheath exchange was performed and a mynx vascular closure device was prepped and successfully deployed, by an operator in training, and access site hemostasis was achieved. The patient was discharged per hospital protocol, without incident. Three weeks post procedure, the patient presented to the ER due to groin pain. Doppler ultrasound confirmed the presence of a pseudoaneurysm (size unknown). A thrombin injection was scheduled for the following month, however, the patient failed to show up for the scheduled treatment. The pseudoaneurysm remained untreated, despite efforts to have the patient return, and reportedly ruptured (after that day) requiring surgical repair. The hospital where the surgical repair was performed was non-responsive to requests for additional information.